Event description:
After the catheter was in place for 1 3/4 hours, removal was attempted and the catheter separated. The outer coating and coil wire body were removed separately without complication.